Manufacturer narrative:
Patient reported tenderness, redness and warm to the touch at the receiver site. The patient reported wetting the bandages when showering two days after implant, against instructions to not shower until the post-op appointment. The patient was referred to wound care to determine if the site was infected, antibiotics were prescribed, and no explant/revision is scheduled at this time. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not prepping the skin with antiseptic solution, not using antibiotics pre-operatively, and using inappropriate tools have been ruled out as potential causes of the reported issue. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is patient non-compliance, as the patient showered too soon post-operatively (user error - patient).

Event description:
The patient reported tenderness, redness and the receiver site felt warm to the touch. The patient was referred to wound care to determine if the site was infected, antibiotics were prescribed, and no explant/revision is scheduled at this time.